Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. There¿s no detection of bpa. A longevity calculation was performed and found the battery depletion was normal based on device usage. Based on this information, there was no evidence of premature depletion. This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.